Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. The increase was suspected to be due to battery depletion even though diagnostic test results showed eri=no. The pt is being scheduled for generator replacement surgery. Good faith attempts to obtain additional information regrading the event have been unsuccessful to date.